Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at her scs ipg implant site. Consequently, the patient had her entire system explanted. Cultures were taken and came back positive for infection, but it is unknown what type of infection. Follow-up identified the patient's infection has resolved and the patient is improving.